Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving bupivacaine (30.0 mg/ml at 5.492 mg/day), clonidine (600.0 mcg/ml at 109.83 mcg/day), and fentanyl (600.0 mcg/ml at 109.83 mcg/day) via an implantable pump for malignant pain. It was reported that the pump was interrogated on (B)(6) 2016 and on (B)(6) 2017, revealing 2 pump motor stalls with recovery secondary to MRI. No interventions were performed. The event was related to the device/therapy. The event resolved without sequelae as of (B)(6) 2016. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have malfunctioned in a matter that would have caused a serious injury or death. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the motor stalls occured on (B)(6) 2016 at 10:33 with recovery the same day at 11:21 and (B)(6) 2016 at 16:27 and recovery the same day at 17:08.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have malfunctioned in a matter that would have caused a serious injury or death. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.